Manufacturer narrative:
Analysis of the lead (lot # va197kd) found no anomalies. Additional analysis notes: (B)(4): analysis information -- 2017-04-20 12:46:05 cst pli# 10 product ID# 3387 the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Concomitant medical products: product ID: 3387, lot# va1ag0z, product type: lead. Product ID: neu_dbs_fhc_acc, lot# 220824, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3387, lot# va1ag0z, product type: lead. Product ID: neu_unknown, lot# 220824, product type: unknown.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient. The rep reported that during the patient's implant surgery, the hcp tried two leads that both bent when inserting through the fhc cannula. The rep reported that they hcp tried another fhc cannula and the third lead was implanted successfully. The rep reported that they are not sure if the issue occurred due to the leads or the cannula, but that they suspect the cannula was defective. The rep reported that both the leads and the cannula will be returned. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.